Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat a pancreatic tumor during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, there was a deployment failure of the distal flange despite a few attempts. The procedure was completed by replacing and using a different device. There were no patient complications reported as a result of this event at this time.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. It was returned in position 2 with the stent partially deployed, and no damage was noted along the length of the sheath. The reported event of stent failure to deploy could be confirmed. The device was received for analysis, and the investigation was able to confirm the reported event of stent failure to deploy. The device returned in position 2 with the stent partially deployed, and no damage was noted along the length of the sheath. Subsequently, measurements were taken to assess stent retraction, including the distance from the shoulder to the end of the black marker and from the proximal end of the slider to the control hub. Following this, a functional inspection related to the deployment of the stent was performed. The catheter was unlocked by sliding the catheter lock to the right, after which the catheter control hub was moved up and down. The catheter passed through the luer without resistance. In addition, the stent hub was moved from the second to the fourth position. The stent was then deployed, and slow expansion issues were observed. When the stent was placed in warm water, the second flange expanded, but its expansion remained incomplete. Stent partially deployed issue is noted within the product labeling as a possible adverse event associated with the use of the device. Regarding the investigation finding of slow expansion issue, stent expansion rates can be negatively affected by several external factors, including compression, time, temperature, and humidity. These conditions can influence how the stent behaves once it is released from the delivery system. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause linked to device but unable to trace more specifically. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed issue is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat a pancreatic tumor during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, there was a deployment failure of the distal flange despite a few attempts. The procedure was completed by replacing and using a different device. There were no patient complications reported as a result of this event at this time.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat a pancreatic tumor during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, there was a deployment failure of the distal flange despite a few attempts. The procedure was completed by replacing and using a different device. There were no patient complications reported as a result of this event at this time.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.